Manufacturer narrative:
The quote expired, and a new quote was sent to the customer. Philips has not been authorized to evaluate the device at this time, as further servicing is pending customer reply.

Manufacturer narrative:
The touchscreen assembly was returned to failure investigation (fi) for analysis. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. During testing, the ul_lr / ur_ll resistance measurements were out of specification. Fi verified the customer complaint of touch screen out of specification.

Manufacturer narrative:
The field service engineer (fse) confirmed and replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customers alleged malfunction was confirmed. Although requested to be returned, the removed component was not received for evaluation at this time. An additional report will be submitted if the part is received and evaluated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the lower part of the touchscreen does not work and does not allow for calibration. The device was reported to be in clinical use at the time of the event. There was no report of patient or user harm.